Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with two different programmers. Additionally, the device did not emit tones with magnet placement. It was reported that the device showed a battery status of 10 years remaining at a previous in clinic follow up un an unspecified date in 2018. Boston scientific technical services (ts) discussed troubleshooting options and potential device replacement. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.